Event description:
A malfunction alarm occurred with the customer's pump during use, specifically alarm 30, and despite attempts to resolve the issue by loading a new cartridge, the problem persisted. The customer declined to report whether their blood glucose level exceeded 500 mg/dl (27.7 mmol/l), so there was no information about the impact on their blood glucose level. The technical support team assisted the customer by advising on inserting a new cartridge, but when the issue could not be resolved, they decided to replace the pump. The customer was informed to use multiple daily injections (mdi) as a backup therapy, instructed on putting the pump in storage mode, and was asked to return the faulty device with a pre-paid label.